Event description:
The customer reported device jaws could not be opened while on tissue. Another ligasure was opened to cut off the other device and complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.